Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial ablation, chronic anemia, uterus enlarged, endocervical squamous metaplasia, hyperplasia, pregnancy, endometrial biopsy, obesity, uterine fibroid, seizure, parity 2 and multi gravida on (B)(6) 2021. Previously administered products included: mirena. Concurrent conditions were listed as leiomyoma, menorrhagia and dysmenorrhea since (B)(6) 2021. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2768 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy vaginal laparoscopic assisted,salpingectomy laparoscopic). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.484 kg/sqm. [Gynaecological examination] on (B)(6) 2021: exam endometrial biopsy procedure note. Pre-operative diagnosis and post-operative diagnosis: menorrhagia. Indications: menorrhagia, preop testing. Condition: stable. Complications: none. (B)(4). She presents for preoperative evaluation before her surgery. And lavh with bs. Assessment/plan: patient was seen today for procedure and pre-op exam. Menorrhagia with regular cycle. Poc pregnancy, urine. [Pathology test] on (B)(6) 2021: specimens a uterus, cervix, bilateral fallopian tubes. Final diagnosis uterus and bilateral fallopian tubes: uterus (177 grams) cervix- unremarkable. Endometrium- focal complex hyperplasia without atypia, squamous metaplasia. Myometrium- unremarkable. Serosa- unremarkable. Fallopian tubes- bilateral coiled wires in lumen. Clinical information menorrhagia and fibroid. History of complex hyperplasia without atypia and squamous metaplasia of the endometrium gross description: there are coiled wires in the lateral portions of the corpus that extend into fallopian tubes. The right tube is cm. Long and the left is 6.8 cm. Long. Both have fimbriated end. [Ultrasound scan] on (B)(6) 2021: showed a 3-4 cm intramural fibroid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial ablation, chronic anemia, uterus enlarged, endocervical squamous metaplasia, hyperplasia, pregnancy, endometrial biopsy, obesity, uterine fibroid, seizure, parity 2 and multi gravida on (B)(6) 2021. Previously administered products included: mirena. Concurrent conditions were listed as leiomyoma, menorrhagia and dysmenorrhea since (B)(6) 2021. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2768 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy vaginal laparoscopic assisted,salpingectomy laparoscopic). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.484 kg/sqm. [Gynaecological examination] on (B)(6) 2021: exam endometrial biopsy procedure note. Pre-operative diagnosis and post-operative diagnosis: menorrhagia indications: menorrhagia, preop testing condition: stable complications: none g3p2012. She presents for preoperative evaluation before her surgery. And lavh with bs. Assessment/plan: patient was seen today for procedure and pre-op exam. Menorrhagia with regular cycle poc pregnancy, urine [pathology test] on (B)(6) 2021: specimens a uterus, cervix, bilateral fallopian tubes final diagnosis uterus and bilateral fallopian tubes: uterus (177 grams) cervix- unremarkable. Endometrium- focal complex hyperplasia without atypia, squamous metaplasia. Myometrium- unremarkable. Serosa- unremarkable. Fallopian tubes- bilateral coiled wires in lumen. Clinical information menorrhagia and fibroid. History of complex hyperplasia without atypia and squamous metaplasia of the endometrium gross description: there are coiled wires in the lateral portions of the corpus that extend into fallopian tubes. The right tube is cm. Long and the left is 6.8 cm. Long. Both have fimbriated end. [Ultrasound scan] on (B)(6) 2021: showed a 3-4 cm intramural fibroid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.